Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. The root cause has not been identified. (B)(4).

Event description:
A customer reported that there was no suction during surgery. The customer checked the phaco tip and handpiece but the problem persisted. The tubing was exchanged and the procedure was completed with no harm to the patient.